Event description:
The customers device was giving high blood glucose results. The customer stopped using the device because of the results. The customer had increased insulin because of the device results. The customer had to be given orange juice by their spouse when their blood glucose would go down. Controls in use were expired. A request was made for the return of the suspect device and replacement product was sent.